Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient experienced burning while charging. The device stopped accepting a charge approximately in february 2014. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the ins fell far short of meeting the promised performance. Approximately 4 months after implant, the unit began causing pain in the patient¿s thoracic spine, left side of chest, and left leg. The patient also experienced increased numbness in their groin area, which led to incontinence. For the first two years, the device charged properly. However, in early 2014 the patient began to have difficulties getting their device to hold a charge. The patient also experienced burning at the battery site while attempting to charge the device. It would get so hot that the patient would have to stop charging their device. By (B)(6) 2014, it would no longer accept a charge and the company representative was unable to get the unit to charge. Therefore, on (B)(6) 2016, the patient had the unit removed. The indication for use included chronic pain.